Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received no delivery alarms on his insulin pump. The customer's blood glucose was 107 mg/dl. During troubleshooting, he was advised to disconnect and reconnect the reservoir and tubing. Customer was able to successfully push out insulin with a blunger. Upon reinserting the reservoir and running a manual prime, the insulin pump did not alarm no delivery. The customer stated that the issue occurred previously with the reservoir and set from the same box and that although he was able to push insulin through, he had to push rather forcefully. Nothing further reported.